Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred and the patient expired subsequent to the procedure. The 85% stenosed target lesion being treated was located in the moderately tortuous left anterior descending (lad) artery. Predilation was performed with an unspecified balloon catheter. A 38mm with unknown diameter promus element plus stent delivery system (sds) was advanced to the lad and could not cross the lesion. The sds was then attempted to be withdrawn through the guide catheter, however, the proximal end of the stent was damaged and could not be pulled into the catheter. The sds was then withdrawn and during withdrawal the stent dislodged from the delivery system and remained partially in the left main coronary artery and partially in the aorta. A snare was then advanced in attempt to retrieve the stent; however, the patient went into cardiac arrest and became unconscious. The patient was sent to the operating room and the procedure was completed with a coronary artery bypass graft. The patient expired the following day.

Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).